Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), a sphenoid balloon showed a 10-12 millimeter inaccuracy posterior. The patient was re-registered and the three different suctions were not successfully verified. The site attempted to verify the passive planar and the navigation system became unresponsive. Following a system re-boot accuracy was restored and suctions were successfully verified. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Field of view for emitter was very small. Not tracking instruments. The medtronic representative re-installed fusion 2.3. Working as standard now. Issue resolved. System performing as intended. - (B)(6) 2015 software analysis was unable to determine probable cause as patient archives were not returned to manufacturer for analysis. - no further issues have been reported.